Event description:
Customer reported she experienced a low of 71 mg/dl at night and the device delivered a bolus at night. Bolus was delivered at 3 am for 15 units. Customer stated she was not hospitalized for the low. Customer thinks the scroll wrap feature caused the bolus to deliver. Call was disconnected and was unable to call back. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.